Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted. According to the investigation details, the motor and trigger assembly were corroded. They were replaced with several other components. The device was returned to the customer.

Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece had a sticky trigger during testing. There were no adverse consequences associated with this event.